Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge and infusion set were loaded, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting. Customer¿s blood glucose level was 117 mg/dl. In addition, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.